Manufacturer narrative:
Investigation summary: customer returned two (2) loose 31g x 8mm, 0.3ml bd insulin syringes from lot 7128951, and ten (10) unused 31g x 8mm, 0.3ml bd insulin syringes from lot 8260803. Consumer reported finding needles with burrs on them, also finding plunger stoppers not even. All 12 returned syringes were examined, and it was observed that one of the syringes (from lot 7128951) exhibited a damaged/disfigured stopper. All 12 samples were then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: sample 1; point: good outer diameter (in.): 0.0103; lube: good data: sample 2; point: good; outer diameter (in.): 0.0103; lube: good data: sample 3; point: good; outer diameter (in.): 0.0103; lube: good data: sample 4; point: good; outer diameter (in.): 0.0104; lube: good data: sample 5; point: good; outer diameter (in.): 0.0103; lube: good data: sample 6; point: good; outer diameter (in.): 0.0103 ; lube: good data: sample 7; point: good; outer diameter (in.): 0.0102; lube: good data: sample 8; point: good; outer diameter (in.): 0.0102; lube: good data: sample 9; point: good; outer diameter (in.): 0.0103 ; lube: good data: sample 10; point: good; outer diameter (in.): 0.0103 ; lube: good data: sample 11; point: good; outer diameter (in.): 0.0103; lube: good data: sample 12; point: good; outer diameter (in.): 0.0101; lube: good a review of the device history record was completed for batch # 8260803 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200779743, 200779545] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 7128951 all inspections were performed per the applicable operations qc specifications. There were two 2) notifications [(B)(4)] noted for dry barrels. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged stopper). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle point burred). As per investigation completed by manufacturing, "on 19aug2019, holdrege received two (2) loose 31g x 8mm, 0.3ml bd insulin syringes from lot 7128951. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found a wrinkled stopper inside the barrel, pressed next to the tip of the plunger. When the stopper was removed, it remained in its deformed state. The stopper did have a light application of silicone as did the inside of the barrel. Breakout and sustaining was completed on the (2) samples on gauge 12866 and was in acceptable ranges: syringe #1: breakout 0.78 lbs sustaining 0.80 lbs. Syringe #2: breakout 0.37 lbs sustaining 0.42 lbs. Per qc700331 the force required for breakout of plunger (breakout) is 1.5 lbs, the force required to keep the plunger in motion (sustaining) is 1.0 lbs. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm notification (B)(4) was created on 21 sep 2017 for dry barrels. The barrel present eye on the prep dial was out of time and not detecting barrels. Corrective action: the barrel present eye was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that the syringe 0.3ml 31ga 8mm halfunit 10bg 500 has been found with deformed stoppers during use. The following has been provided by the initial reporter: it was reported that the consumer is finding needles with burrs on them. Found during injection. Hurts when inserting. Diabetic injecting for 47 years. Also finding plunger stoppers not even. Makes it hard to judge proper measurement. Verbatim: item 328440 lot # 8260803a finding needles with burrs on them. Found during injection. Hurts when inserting. Diabetic injecting for 47 years. Also finding plunger stoppers not even. Makes it hard to judge proper measurement.

Event description:
It has been reported that the syringe 0.3ml 31ga 8mm halfunit 10bg 500 has been found with deformed stoppers during use. The following has been provided by the initial reporter: it was reported that the consumer is finding needles with burrs on them. Found during injection. Hurts when inserting. Diabetic injecting for 47 years. Also finding plunger stoppers not even. Makes it hard to judge proper measurement. Verbatim: item 328440 lot # 8260803a finding needles with burrs on them. Found during injection. Hurts when inserting. Diabetic injecting for 47 years. Also finding plunger stoppers not even. Makes it hard to judge proper measurement.

Manufacturer narrative:
Correction: new lot number provided. The following information has been updated: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8260803. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-17. Medical device lot #: 7128951. Medical device expiration date: unknown. Device manufacture date: 2017-09-25. Device available for eval? Yes. Returned to manufacturer on: 2019-08-08. Device returned to manufacturer: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3 ml 31ga 8 mm half unit 10bg 500 has been found with deformed stoppers during use. The following has been provided by the initial reporter: it was reported that the consumer is finding needles with burrs on them. Found during injection. Hurts when inserting. Diabetic injecting for 47 years. Also finding plunger stoppers not even. Makes it hard to judge proper measurement. Verbatim: item 328440 lot # 8260803a finding needles with burrs on them. Found during injection. Hurts when inserting. Diabetic injecting for 47 years. Also finding plunger stoppers not even. Makes it hard to judge proper measurement.